Manufacturer narrative:
Implant date: the implant date for the artificial urinary sphincter (aus) is an approximate date. Only the year (2014) is known at this time.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus), for approximately six months. During the revision surgery the pump from the previous aus was explanted and replaced. A secondary 4.0 cm cuff was also implanted, such that the patient had two cuffs. Lastly, the patient received a new pressure regulating balloon. The previous balloon remains implanted in the patient. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated with additional information. Serial number entered. Implant date entered. The implant date of (B)(6) 2014 is an approximate date. Only the year is know.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus), for approximately six months. During the revision surgery the pump from the previous aus was explanted and replaced. A secondary 4.0 cm cuff was also implanted, such that the patient had two cuffs. Lastly, the patient received a new pressure regulating balloon. The previous balloon remains implanted in the patient. Additional information was received indicating that the patient did not receive the additional 4.0 cm cuff due to urethral atrophy. It was also noted that the surgeon could not remove the pressure regulating balloon easily. The surgeon decided that the risk to the patient did not warrant the removal. There were no reported complications during the procedure.